Event description:
A customer contacted baxter to report a blood backflow that occurred during pt use of an evacuated container, which was used with a latex-free hospira thoracentesis set with tubing. The evacuated container was being used on the pt for a routine, out-pt blood draw for their condition of hemochromatosis, which is an iron overload disease. The facility's risk mgr (rm) indicated that the evacuated container did not contain any medication and during the blood draw, the blood stopped going into the container and was going back into the vein (described previously by the customer as blood backflow). The rm indicated that when this was identified, the hospira tubing was clamped off. As the pt then experienced chest pressure and shortness of breath, there was the concern that air had been introduced into the pt. The pt was taken to the ER to rule out a possible air embolism. However, a computed tomography (CT) of the chest and an electrocardiogram showed normal results, and cardiac monitoring showed normal sinus rhythms. The pt's symptoms resolved, and the pt was discharged from the ER, without any sequelae. The rm indicated that the actual sample and a companion sample are available for eval. Info provided on the hospira set was relayed to hospira. Add'l f/u with the facility's director of patient safety (dps) indicated that the pt had the tourniquet on during this incident and that to the best of his knowledge, the evacuated container was not over-spiked or re-spiked. The dps did indicate that the evacuated container was connected to the hospira thoracentesis tubing, which was connected to a maximus minibore extension set (product info not available), which was then connected to an angiocatheter used to access the pt's vein. The dps indicated that when administering a medication by piggyback, nurses have the ability to flush the line with saline and in this particular case, after 100 milliliters of blood were drawn and the blood ceased to draw into the evacuated container, the maximus minibore extension set was flushed with saline. However, per the dps, the clamp on the maximus set was not clamped off; therefore, when the set was flushed, it is possible that the saline went down the hospira tubing as opposed to going into the pt since the diameter of the maximus set is very small and the saline filled that tubing. The pt has indicated to the dps that the blood began to go back into the pt when the line was flushed by the nurse. The dps indicated that since the incident, the facility has implemented a requirement that the maximus set can no longer be used for any type of phlebotomy and that during therapeutic phlebotomy, performing flushes is not allowed. The dps also stated that this is the only incident of this nature that has occurred at the facility. The dps reiterated that the pt's symptoms subsided and the pt was discharged from the ER without further incident.